Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of the right common iliac artery with the limb extension was completely occluded, claudication and severe anemia. The most likely cause of the occlusion within the device the right limb stent could not be determined due to lack of medical imaging surrounding the implant and the event procedure. The patient was discharged home in stable condition on the second post-operative day. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
During the clinical assessment completed on (B)(6) 2018 of a previously reported event, the following additional findings were discovered; the right common iliac artery with the limb extension was completely occluded, claudication and severe anemia.